Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the diagnosis and treatment are inconsistent with the reported readings obtained at the hospital. The serial number is unknown; therefore, the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014, (unknown time) a reading of 160 mg/dl was received on their adc blood glucose meter. Customer further reported experiencing "weakness, blurred vision and muscular tightness". It was further reported a non-healthcare provider treated customer with an "unknown solution in vein" and "rapid-acting insulin". Sometime later, the customer then went to a local healthcare facility, where a reading of "120 mg/dl-130 mg/dl" was received on an unknown device. Customer was reportedly diagnosed with hypoglycemia and treated with "injected glucose solution". It was also reported there was a laboratory result, but that reading was not provided. The customer was discharged from the hospital on (B)(6) 2014. Multiple, unsuccessful, attempts to clarify details in the case have been made. There was no report of death or permanent injury associated with this event.